Manufacturer narrative:
Datalogger files from the timeframe of both biased results identified unexpected vitros eci system performance for multiple analyzer modules. Following service to address multiple modules, consistent acceptable performance was obtained. In addition to an instrument issue, user error involving sample processing cannot be ruled out as potential cause of the first non-reproducible falsely elevated trop I es result. The customer was not following sample processing procedures recommended by the sample collection tube MFR. Correct sample processing procedures were used when the second non-reproducible falsely elevated trop I es result occurred. Therefore, the most likely root cause was determined to be instrument related.

Event description:
The customer obtained non-reproducible falsely elevated vitros trop I es results from two pt samples while using the vitros eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. One of the affected results was reported to the clinician and a corrected report was issued. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).